Event description:
It was reported that during an alif procedure while using a stability pin, the pin needed to be repositioned. Once the pin was unscrewed, it was noticed that 2-3mm of the tip was missing, and was embedded in the l5 vertebrae. The procedure was completed with no further complications. The broken fragment was left inside the vertebrae.

Manufacturer narrative:
The device has been returned to medtronic and evaluation is currently in progress.